Event description:
It was reported by the affiliate that during a lap chole procedure, clips didn't fire from the applier. Another like device was used. There was no pt consequence. One device returning.

Manufacturer narrative:
Eval summary: the analysis results found that the er420 instrument was returned with the jaws over twisted. The instrument was cycled and ejected the remaining clips due to the condition of the jaws. The instrument locked out as intended. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the mfg process.